Manufacturer narrative:
(B)(4). Per the doctor, from the user facility , the patient's death was not due to the alleged issue with the device and did not change the patient's outcome. A visual, functional, and dimensional inspection of the device could not be conducted since the device sample was discarded by the user facility. The device history record (DHR) of batch number 74f1600958 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications. The complaint cannot be confirmed. The root cause is unknown no corrective/preventative actions will be assigned.

Event description:
The customer alleges that the circuit passed the vent test before placement on the patient. The circuit developed leak(s) after the device was in use on the patient.